Manufacturer narrative:
The medtronic representative recommended solutions to the surgeon, for future surgery support, to insure the patient tracker was not touched/moved. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a pituitary resection procedure, the surgeon alleged an inaccuracy occurred. The navigation system was deemed accurate after registration, for the first 30 minutes, however, then noted an inaccuracy of approximately 1 centimeter. No further details regarding this issue were provided. The surgeon opted to discontinue the use of their navigation system and continued the procedure to completion without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information. Suspect patience reference movement. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register.